Event description:
Implanted port accessed with 22 gauge x 3/4" huber needle and fluorouracil infusion initiated. Within two hours, pt called and reported blood backing up in the port needle extension, and leakage of fluid at the connection with clave adapter. Rn visit was made and discovered that the hub of the huber needle was cracked.